Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio) and restoris pst hip implants. The surgeon was reaming the acetabular cup area and the version was measured at 35 degrees which was off from the planned 15 degrees of version. The checkpoint was verified but the surgeon decided to impact the cup manually. Following impaction, the cup plane was captured and showed 34 degrees of version, which the surgeon expressed was the correct placement, despite the implant plan of 15 degrees of version. The outcome of the surgery was successful.

Manufacturer narrative:
As part of normal complaint f/u, an eval of the event has been conducted at mako surgical. A preliminary review of the rio session files was completed but further analysis is required. A supplemental report will be filed when add'l info is available.